Event description:
It was reported that during a ptca/stent procedure following successful deployment of a stent in the left anterior descending, the dilatation catheter was inflated to 18 atm, above rated burst pressure (contrary to IFU), resulting in vessel rupture and cardiac tamponade. The pt was deemed not to be a surgical candidate (contrary to IFU). A periocardiocentesis was attempted and the pt was sent to surgery. Bypass surgery was not performed and although the pt was stabilized, there was a controlled myocardial infarction of the left anterior descending. Reportedly, the pt survived the surgery.